Event description:
It was reported that the patient presented for normal device change-out due to eri. At pre-op, loss of capture was noted. Externalized conductors were noted on fluoro. The physician elected to explant the lead. During the extraction process, the physician perforated the right atrium. The patient expired during the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.